Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was treat a mildly tortuous and moderately calcified distal lad lesion using a resolute integrity drug eluting stent. It was reported that there was no damage noted to the device packaging or any issues removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated. No resistance or excessive force was used during delivery of the stent. The device did not pass through a previously implanted stent. The vessel was pre-treated with angiosculpt. No issue noted during stent deployment and the stents looked well opposed. It was reported that one day post implant stent thrombosis occurred with vessel occlusion due to thrombus. Patient had a small mi at time of thrombosis. This was treated using 2 non-mdt des stents. Patient was on dapt at the time of the thrombosis. No additional patient clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.